Manufacturer narrative:
(B)(4). Upon further review, it was noted that the peritonitis was also manifested by abdominal pain. This symptom was incidentally omitted on the initial report. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy manifested by cloudy effluent. The cause of the peritonitis was unknown, further described as possibly due to the patient having his fan on while performing pd therapy, however, this is not a requirement of pd therapy and was not confirmed as cause. Two weeks prior to the receipt of this report, the patient was diagnosed with peritonitis and admitted to the hospital for the event on the same day. On an unreported date the patient was treated with unspecified antibiotics. The patient was discharged from the hospital twelve days after being admitted. It was reported that although not having a fan on during pd therapy is not a requirement of the therapy, the patient was instructed by their nurse to not have it on while performing pd. At the time of this event the patient was recovered from the peritonitis. No additional information is available at this time. This is report 3 of 4 involved in this event.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).